Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory for evaluation because the site disposed of the product following the procedure. Therefore the root cause of the mcs tip cover accessory falling inside the patient remains unknown. Isi received the mcs instrument that was used with the mcs tip cover accessory and completed the device evaluation. The instrument was found to have blade damage. One of the blade edges was indented, which can prevent the blades from closing. The instrument was placed on an in-house system, and a cut test was performed. The scissors did not cut cleanly through 0.006" latex. The latex got snagged at the scissor tips. The root cause of this failure is typically attributed to mishandling/misuse. The findings were unrelated to the mcs tip cover accessory having fallen inside the patient. A review of the device logs for the mcs instrument (part# 470179-19 / (B)(6) has been performed. Per this review of the logs, the mcs was last used on 30-mar-2021 via system (B)(6), with 3 uses remaining after this last usage. The date noted in the logs is prior to the reported event date of this event (15-apr-2021).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation because the site disposed of the product following the procedure. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. No image or video clip for the reported event was submitted for review. Verification of the product and event details via system logs cannot be performed at this time because there was insufficient product information provided. A site complaint history review was performed and no other complaints were reported for this product. This complaint is being reported due to the following conclusion: it was alleged that the mcs tip cover accessory fell into the patient with no evidence or claim of user mishandling/misuse. The mcs tip cover accessory was retrieved from the patient, but the cause of the failure remains unknown. Although there was no patient injury that resulted from this failure, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was initially reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument tip cover accessory had slipped/fallen off. The issue was noted before putting the patient under anesthesia. The customer stated that it was not clearly visible at first, and they moved the scissors a bit and observed that the orange part was bent and the mcs was stuck. The procedure was completed with no reported injury. On 20-may-2021 intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the mcs tip cover accessory had fallen inside the patient's anatomy during a procedure and was subsequently retrieved. The issue was not identified prior to starting a procedure as had originally been reported. The instrument was inspected prior to use. No damage was noticed. The mcs tip cover accessory appeared to be properly installed, not beyond the orange surface, and using the installation tool. No electro lube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. No part of the orange surface was visible after the mcs tip cover accessory was installed. The staff removed the scissors with the trocar from the patient. Once done, the staff was able to straighten the scissors and remove them from the robotic arm. They placed back the trocar and completed the procedure with a new mcs instrument and mcs tip cover accessory. No photographic images of the device are available for review. The mcs tip cover accessory was disposed of and is not available for return.